Event description:
It was reported that this inflatable penile prosthesis (ipp) has not been working properly due to spontaneous deflation issues for the last few months. In addition, fluid loss believed to be caused by a break in the connecting tube between left cylinder and pump was stated by the physician; however, upon explant, it could not be confirmed. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Wear at fold in the middle, proximal and distal end of their bodies was identified; however, no leaks were noted in none of the cylinders. The pump was microscopically inspected, leak and functionally tested. Microscopic evaluation revealed that the kink resistant tubing (krt) was worn to the filament. The pump passed leakage and functional evaluation. The reservoir was microscopically inspected and tested for leaks. Wear at fold in its shell was noted, but no leaks were identified. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) has not been working properly due to spontaneous deflation issues for the last few months. In addition, fluid loss believed to be caused by a break in the connecting tube between left cylinder and pump was stated by the physician; however, upon explant, it could not be confirmed. All components were removed and replaced. There were no patient complications.